Event description:
Additional information provided by the surgeon on july 30, 2013, confirmed the complaint event occurred on (B)(6) 2013. Surgeon stated during the procedure, multiple 5mm and 6mm matrix self-drilling screws broke while performing an open reduction internal fixation procedure to treat a zygomaticomaxillary fracture. The complaint event resulted in multiple repositioning of the plates and extended surgical time by 30 minutes or more. Pre-drilling was not performed. The threaded portions of the broken screws remain in the patient. The procedure was successfully completed. Though requested, the exact number of broken screws and the associated part numbers were not provided by the surgeon. This report is for an unknown quantity of ti matrixmidface screws self-drilling 6mm. (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient information was requested but was not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported during an unknown procedure on an unknown date, three 6mm matrix self drilling screw heads broke off during insertion. The threaded portions of the three screws remained in the patient. The procedure was delayed by approximately 15 minutes due to the incident. This report is for one, ti matrixmidface screw self-drilling 6mm. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Adverse event due to surgical delay of 30 minutes or greater. The quantity of complaint screw was originally reported as one but additional information received by the surgeon on july 30, 2013, reported multiple screws. The exact quantity of complaint screws and part numbers was requested, but not provided by the reporter.